Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).